Manufacturer narrative:
During a onsite visit, the field service engineer (fse) replaced the eyetracker camera's mount. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the eyetracker does not respond directly. Upon follow up, lasik procedure was able to be completed the same day. Laser had fired when event occurred.